Event description:
Inbound, the pt reported leaking at the connection between the cadd ms3 cartridge tip and the tubing. Stated the leaking has occurred four times in the past month. No symptoms reported. No further details provided.